Event description:
Facility ICU staff were utilizing the device to administer pacing therapy to a pt with an asystolic ECG. Reportedly, the device failed to pace the pt, based upon a lack of expected electrical capture. The pt ultimately had a pacer implanted and was resuscitated.